Event description:
Could not detach the dcs coil. This patient was undergoing coil embolization within moderate calcification and vessel tortuosity of the right vertebral artery-posterior inferior cerebellar artery aneurysm. Reportedly, the dcs coil could not be detached using the dcs syringe. One gdc18-3d, 12x30 coil was placed. Two dcs coils 10x30 were placed using the dcs syringe without any difficulty. While placing the 3rd dcs coil, the syringe was pressurized to green zone, but the coil did not detach and when the syringe pressurized and the gauge reached to the red zone, the syringe snapped and the knob cracked. A new dcs syringe was used to place the same coil, but it was unsuccessful. A new dcs coil 8x24 was placed using the same syringe and completed the procedure successfully. Reportedly, the coil was inspected prior to use. There was no kink/bend on the delivery system. Dedicated saline was used for the dcs syringe. There was no fluid leaks, or threaded plunger stripping on the syringe. There was no adverse consequence to the patient. The products has been returned for evaluation and testing. The additional information will be submitted within 30 days upon receipt.